Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported a tampon had fibers coming off of the pledget prior to and upon insertion. She was concerned pieces were being left behind inside her vaginal cavity and removed the pledget shortly after insertion. She did not experience any adverse health affects and did not seek medical attention.